Manufacturer narrative:
(B)(4). Actual date of the event is unknown a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be performed.

Event description:
It was reported that the luer lock connector on an intermate device was broken. This event occurred during use while the pump was filled with cefrazidim/meropenem. Around 95% of the solution was infused at the time the luer lock broke. The remaining solution was discarded. There was patient involvement, but there was no patient injury, medical intervention, or adverse reaction associated with this reported condition. No additional information is available at this time.